Manufacturer narrative:
The machine was removed from svc anticipating a technical eval for further investigation. No pt injury nor medical intervention was reported. The co is aware of this machine malfunction relating to incorrect pt fluid removal and is working on corrections.